Manufacturer narrative:
Additional information: patient ID, age and gender provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. The 2d and 3d image acquisitions were good. Logs were analyzed and no error or issues were found. It was reported that less than a second of fluoro were taken in logs with no errors before shutdown. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, at the end of the case the confirmation spin 2d image acquisitions were gray and the anatomy was not visible in the image. It was reported that a gain calibrations were 7 days overdue calibration message was displayed. It was also reported that a beep sound was heard from the imaging system when the 2d image button was pressed on the hand switch. Site used another medtronic imaging system to complete the procedure. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.